Event description:
Subsequent to previously filed medwatch, new information received states that the xience prime stent was deployed in the left anterior descending artery that was mildly tortuous. The xience prime stent implant was successfully fully deployed in the lesion despite the unequal inflation issue. Predilatation was performed prior to stenting.

Event description:
It was reported that during deployment of the 3.0 x 33 mm xience prime stent it was observed that the balloon did not inflate equally in that the distal struts opened first and then the proximal struts. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. However, a cine review of the procedure confirmed the complaint. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.